Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device did not deliver the right amount of solution during automated peritoneal dialysis therapy. The reporter stated that the device did not ¿inject the correct injection volume¿. The patient was connected for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions found with the device. The reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.